Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Bowel perforation, whilst using peristeen. Balloon burst, patient is recovering in hospital.

Manufacturer narrative:
Additional information received indicates the physician concludes that the bowel perforation may not exclusively be due to the peristeen: the patient history is rather indicative that the anal irrigation was performed in a suboptimal way, leading to residual faeces that contributed to the stercoral perforation. This is supported by the short interval between introduction to peristeen use and unsupervised anal irrigation while on holiday just after some days. In general, it is unlikely that a faecal mass able to cause ischaemia, obstruction and perforation is built up in less than a week (time from (B)(6)). Therefore, it is rather possible that faeces were already impacted in the bowel prior to peristeen initiation. The perforation, as no clinical, histological or imaging description of peritonitis has been reported, is likely an extraperitoneal one.

Event description:
A (B)(6) woman with a complicated medical history started successfully anal irrigation via peristeen on (B)(6) 2016 in her home country. Subsequently the irrigation did not work as well (fecal output described as "tea leaves") although no associated pain or balloon burst was reported. However, she did become increasingly ill with symptoms of bowel obstruction with distention and vomiting and was hospitalised. Histology confirmed a stercoral perforation (stercoral= of faecal origin) with ischaemic changes in the colon. As a result, the patient underwent an emergency hartmann's operation with colostomy formation and she had a slow recovery.